Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The hp was hospitalized for the event. The cause of peritonitis was not reported. Also, the treatment was not reported. At the time of this report, the patient was not yet recovered from this peritonitis event and the pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4), the patient died due to sepsis. Pd therapy was ongoing until the time of death. The peritonitis event had not resolved prior to the patient's death. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c14042 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.